Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, lack of appetite, and appearing to be grey in color. It is unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics intraperitoneally (dose, frequency, and duration were not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal and extraneal therapies was unknown. No additional information is available. This is report 2 of 4 involved in this event.